Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. A review of the system logfile confirmed the malfunctioning of the power distribution unit. Upon functional testing, the fse found that the dc power supply (pdu fantray and dcps) unit was defective due to which power supply to the system was not possible. The defective power distribution unit was returned for analysis, and it confirmed that the power supply unit (psu03) was defective. To resolve the reported issue, the fse replaced the dc power supply. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not starting. The device was not in clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.